Event description:
It was reported that 5 bd nexiva¿ closed IV catheter systems from lot 0017866, and 1 catheter from lot 9338114, were found with cracked clamps before use. The following information was provided by the initial reporter, translated from japanese to english: "before or after unpacking, cracks were found on the clamps of unused products."

Manufacturer narrative:
Correction: an additional lot# was provided by the customer. The following fields have been updated: b.5. Describe event or problem: it was reported that 5 bd nexiva¿ closed IV catheter systems from lot 0017866, and 1 catheter from lot 9338114, were found with cracked clamps before use. The following information was provided by the initial reporter, translated from japanese to english: "before or after unpacking, cracks were found on the clamps of unused products." There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 0017866. D.4. Medical device expiration date: 2022-12-31 . H.4. Device manufacture date: 2020-01-17 2020-01-17. D.4. Medical device lot #: 9338114. D.4. Medical device expiration date: 2022-11-30. H.4. Device manufacture date: 2019-12-04. D.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2020-08-07. H.3. Device returned to manuf.?: yes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 6 bd nexiva¿ closed IV catheter systems were found with cracked clamps before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "before or after unpacking, cracks were found on the clamps of unused products."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received five unopened unit from lot 0017866, one unopened unit from lot 9338114, and seven photos. Through the visual/microscopic examination, all six units revealed damage. The reported issues was confirmed. This damage can occur during the clamp installation in the manufacturing process when the clamp is misaligned and then damaged by the gripper. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that 5 bd nexiva¿ closed IV catheter systems from lot 0017866, and 1 catheter from lot 9338114, were found with cracked clamps before use. The following information was provided by the initial reporter, translated from japanese to english: "before or after unpacking, cracks were found on the clamps of unused products."